Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to a depth of 3mm. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-medtronic balloon. Upon deflation of the non-medtronic balloon, a premature ventricular contraction (pvc) was noted. Following the pvc, the valve dislodged into the aortic position above the sinotubular junction. A snare placed on the first valve was reported. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remained implanted, so it was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 49 fluoroscopic images were provided for review of event described above. The patient summary was not included for anatomical review. The first image showed the valve load inspection, reporting crown overlap to the third node. Image two showed the medtronic bioprosthetic valve in left anterior oblique 24 degrees, and caudal 26 degrees for left coronary cusp (lcc) depth placement. It appeared that the depth of the lcc was at 1mm instead of 3mm as reported. Image three was the first deployed medtronic bioprosthetic valve with noticeable paravalvular leak (pvl) leak on the lcc. Image four showed the post valvuloplasty during inflation. Additional images showed the bioprosthetic valve had dislodged aortic. Image five showed the second bioprosthetic valve deployed through the snared, first bioprosthetic valve. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Upon deflation of the non-medtronic (z med) balloon, a premature ventricular contraction (pvc) was noted. Conduction disturbances are known potential adverse effects per the instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Following the pvc, the valve dislodged into the aortic position above the sinotubular junction. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. As reported, a pre-implant balloon aortic valvuloplasty (bav) was not performed. In this case, a snare placed on the first valve was reported. A second valve was implanted, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Dislodge events are typically not related to a device malfunction. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a pre-balloon aortic valvuloplasty (bav) was not performed. The post-bav was performed for moderate leak. This leak was determined via angiogram and hemodynamics and it could not be determined if the leak was a paravalvular leak (pvl) or central regurgitation. Following the second valve implant, a post-bav was not performed. Of note, the anatomy did present with a horizontal root angle of 66 degrees. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.